Manufacturer narrative:
The returned intraocular lens was inspected at 10x magnification and shows an optic cut in 2 pieces. Visual inspection showed no cosmetic or dimensional defect. The lens was inspected for haze and confirmed to be within product specification. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
The intraocular lens (iol) associated with this report has not been returned for analysis. Halos and glare are a known and labeled possible side effect of all multifocal lens implants. All information currently available is included in this report. A supplemental MDR will be filed as necessary when additional reportable information becomes available. Other: the product has not been received.

Event description:
The physician reported explanting a multifocal intraocular lens (B)(6) post implant without complication or injury due to patient dissatisfaction with halos and glare.